Event description:
The reason for call was patient reported they were getting the settings not available message when trying to adjust their settings and the issue began probably a week or more ago. Patient noted they were on group b for the longest time and then they got the message for group b so they went to group a for a while but now they were seeing the message on group a as well. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported. Rep reported that patient made the appointment today because his patient programmer was giving him a message saying settings unavailable/oor. Electrode 12 impedance reading 40,000. Programmed around electrode 12 to allow patient programmer to work effectively. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported it was possible #12 lead has gone bad. Patient reported they met with a rep from medtronic and he reprogrammed the hand held unit. Currently the issue has been resolved; this is not the first time it has happened. Previously it was determined half of the leads failed. Patient needed surgery to replace both lead wires in their back.